Manufacturer narrative:
It was reported that following insertion the patient experienced pain, extrusion and infection. It was reported that the patient underwent mesh revision on (B)(6) 2011 and (B)(6) 2011. The patient was found to have gardnerella on (B)(6) 2010 and gardnerella remains positive continued treatment on (B)(6) 2011.

Manufacturer narrative:
It has been reported that following insertion the patient experienced urgency, urinary leakage and urinary frequency. (B)(4).

Event description:
It has been reported that following insertion the patient experienced urgency, urinary leakage and urinary frequency.

Manufacturer narrative:
It was reported that the patient underwent urethrolysis and sling revision/removal on (B)(6) 2014 due to dyspareunia, groin pain, mesh complications, urinary urgency and sui. (B)(4).

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted along with a hysterectomy and cystoscopy due to stress urinary incontinence, dysfunctional uterine bleeding symptomatic, and the inability to take birth control pills. Following implantation the patient experienced pain, erosion, infection, urinary/bowel problems, dyspareunia. The patient also underwent mesh revision #1 on (B)(6) 2011 due to mesh exposure and revision #2 on (B)(6) 2011. (B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced recurrent urinary tract infections, cystocele, rectocele and urethrocele.

Event description:
It was reported that following insertion the patient experienced recurrent urinary tract infections, cystocele, rectocele and urethracele.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.